Event description:
It was reported that the event occurred while in the haemodynamics department during insertion. The user attempted to insert the intra-aortic balloon (iab) through the sheath (standard sheath 8 fr included in the kit) via femoral when the iab would not go through the sheath all the way. The spring wire guide did not pass into the light through the iab. As a result, the iab and sheath were removed together as one unit successfully. A second attempt to insert a new iab through the same type of sheath via the same insertion site was successful. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a 10 minute delay or interruption of therapy with no harm to the pt. The pt outcome is normal evolution process after an hemodynamic.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.